Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reported failure was not confirmed. Based on the results of the investigation, a probable and/or root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the power seal had an incomplete seal cycle error during a therapeutic left anterior resection procedure. Upon inspection prior to procedure, there were no abnormalities noted. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E3: non-health care professional; e2- no. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the power seal had an incomplete seal cycle error during a therapeutic left anterior resection procedure. Upon inspection prior to procedure, there were no abnormalities noted. The procedure was completed with a similar device. There were no reports of patient harm.